Event description:
It was reported that during a follow-up check, the device was found to be in backup vvi mode, caused by a known issue with the patient's monitor. The issue was resolved with both a device reset and the cybersecurity upgrade. There were no adverse health consequences to the patient.